Event description:
Three (3) patients with prostate cancer reported a feeling of warmth during treatment and severe side effects including urinary frequency and other urinary symptoms. Ref reports: mw5171096 and mw5171097.